Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 6/28/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: left mentor smooth round moderate profile 420cc saline prosthesis, catalog: 3501670, serial: (B)(4), lot: 258494. (B)(4)

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with mentor smooth round moderate profile 420cc saline prostheses. Deflation on the right breast prosthesis was diagnosed post procedure. As a result, the patient underwent bilateral removal and replacement with natrelle inspira breast implants gel prostheses on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: it was reported that a year-old female patient underwent primary breast augmentation with mentor smooth round moderate profile 420cc saline prostheses. Deflation on the right breast prosthesis was diagnosed post procedure. As a result, the patient underwent bilateral removal and replacement with natrelle inspira breast implants gel prostheses on (B)(6) 2018. The device was received at mentor without fluid. Yellow material was observed within the device and white material was observed on the shell surface. The product evaluation team observed creases on the anterior and posterior aspect. An area of shell abrasion was also found within the crease on the anterior aspect. Leak test was performed, in according with mentor procedures, and a rent was discovered within the shell abrasion, measuring approximately 0.1 cm. No other anomalies were observed. Complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team concluded that the rent, shell abrasion and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. The device history record (DHR) of lot number 258494 reviewed on 7/10/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. At this time is not possible to determine the origin of the yellow and white material observed. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).